Event description:
It was reported that the ventilator shut down while in use on a patient and continuously alarmed until they swapped them to a spare ventilator. No patient health consequences have been reported.

Manufacturer narrative:
The evita v800 device with product serial no. (B)(6) was analyzed via provided information incl. The secured log files. According to the log, it could be identified that the error messages ¿device failure (14)¿ and the subsequent ¿alarm system failed¿ were issued at the reported time. Both alarms resulted from a temporary impairment of the internal hdbaset communication between the ecd and the ventilation unit. In such cases, display functions may be affected and the screen may turn black. In such cases, display functions may be impaired and the screen may go black. If there is an internal failure of the display unit (ecd) and/or a malfunction in the internal hdbaset communication between the ventilation unit and the ecd, the alarm message ¿unit failure (14)¿ is displayed. In this case, the screen went black but ventilation continued. If the internal hdbaset communication fails completely, the secondary alarm (piezo speaker) of the ventilation unit will sound. Safety relevant parameters as fio2, minute volume and airway pressure are displayed on the supplemental oled-display wherein the user can observe the ongoing ventilation. The user may misinterpret a temporary display malfunction or black screen as a shutdown. The device reacted as specified. The system cable was recently replaced. Therefore, it is recommended to adjust this connection (between the system cable connector and the pba syscon circuit board or its seat in the pba pi main ecd circuit board) and test the device according to manufacturer specs afterwards. The number of similar cases, related to the same root cause, is within the expected range of the respective risk assessment and thus accepted.

Event description:
It was reported that the ventilator shut down while in use on a patient and continuously alarmed until they swapped them to a spare ventilator. No patient health consequences have been reported.

Manufacturer narrative:
The investigation has just started; results will be provided in a follow-up report.